Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user reported that medications to refill, including c2, were not updating to be sent, causing multiple stock outs and delay in patient care. Communication appeared with no icon indicating an issue, but the information was clearly stating that data was not transferring correctly. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the device data was not current. A technical support specialist reviewed maintenance logs and escalated the issue to pse. Pse found several missing indexes and recommended a manual full data sync, which required dropping the database and recreating it. After the manual full sync, the same errors persisted in the logs. Pse then manually recreated the indexes and resolved the error. The customer was notified, and the system was monitored for several days. A follow-up after the weekend confirmed that no further issues occurred, and permission was given to close the case. The system functioned as intended after the technical support specialist troubleshooting and investigating the issue.

Manufacturer narrative:
Correction: section h imdrf annex c and imdrf annex d

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user reported that medications to refill, including c2, were not updating to be sent, causing multiple stock outs and delay in patient care. Communication appeared with no icon indicating an issue, but the information was clearly stating that data was not transferring correctly. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.